Event description:
The following has been reported to davol by the patient's attorney: the patient was implanted with multiple pelvic mesh products including the on (B)(6) 2003 implant of a bard flat mesh. Attorney's report of alleged permanent injury, nerve damage, "pain and suffering", injury, additional medical and surgical intervention, defective mesh.

Manufacturer narrative:
We have contacted the initial reporter to request additional information and to request return of the device for evaluation. This MDR includes all patient, event and device information davol has received to date. Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure and medical records have not been provided. Product identifiers were provided and a manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.